Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with a blood glucose reading of 689 mg/dl. The customer was not feeling well, and decided to go to the doctor. The customer then was told to go to the emergency room. Troubleshooting was attempted, but the insulin pump alarmed. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed durin the basic occlusion test due to protruded/loose drive support disk. Unable to perform the occlusion and excessive no delivery test due to prime alarm. The insulin pump received with cracked reservoir tube lip, scratched lcd window, broken belt clip slot and missing end cap sticker.